Manufacturer narrative:
Medical device lot#: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: material#: 367988, lot/batch#: unknown. Bd received 1 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for label issues (torn label, missing information) was observed. In addition, the 1 customer sample returned was subjected to visual inspection for torn label. Torn label was observed on the returned sample. No batch determination was possible. Therefore, a review of the device history record could not be conducted. This complaint has been confirmed for label issues (torn label/missing label information). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was missing label information. The following information was provided by the initial reporter: it was reported by the customer that the tube label was torn, lot# and expiration date missing. Customer states tube label was torn, lot # and expiration date missing.